Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The chronic total occlusion, 100% stenosed target lesion was located in the severely calcified, severely tortuous distal left circumflex (lcx). The lesion was pre-dilated with an unspecified 1.3mm balloon. The lesion was difficult to dilate. The physician then attempted to advance a taxus liberte' 2.50x16mm stent across the lesion site but was unsuccessful. The stent delivery system was removed from the patient and it was noted a stent strut was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as "good".

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The chronic total occlusion, 100% stenosed target lesion was located in the severely calcified, severely tortuous distal left circumflex (lcx). The lesion was pre-dilated with an unspecified 1.3mm balloon. The lesion was difficult to dilate. The physician then attempted to advance a taxus liberte' 2.50x16mm stent across the lesion site but was unsuccessful. The stent delivery system was removed from the patient and it was noted a stent strut was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as "good".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. Microscopic examination of the stent implant identified damage on the proximal end of the stent; six struts in the first proximal row were flared/bent back distally. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).